Manufacturer narrative:
The sysmex xn-2000 instruction for use (IFU), chapter 11 - checking detailed analysis information (data browser), section 11.6 - ip messages, details the method in which the analyzer conveys its findings. Results without an error messages are classified into positive/negative based on the preset criteria. The system bases its judgments on comprehensive surveys of numerical data, particle size distributions, scattergrams, and provides easily-to-understand flags/messages indicating the instruments findings. These flags/messages are referred to as "ip (interpretive program) messages." The operator is cautioned: a "positive" or "error" judgment indicates the possibility of an abnormality. If a "positive" or "error" judgment occurs, check the data and repeat the test or examine carefully in accordance with the protocol of your laboratory." The sysmex xn-2000 IFU, chapter 15 - technical information, normal reference interval states the normal reference range for plt for females is 182-369 x 10^3/ul. The user erroneously released the results prior to additional verification.

Event description:
The sample was analyzed generating a decreased impedance platelet (plt-I) count of 43 x 10^3/ul. The sample was reanalyzed the same day for a fluorescence plt ( plt-f) and generated a plt-f zero value. The user reported a plt result of less than 4 x 10^3/ul to the laboratory information system (lis). A peripheral smear was prepared and the plt estimate was reported as "decreased". The patient was transfused one unit of platelets based on the reported results. A new blood sample was collected and analyzed post transfusion, generating a plt count of 72 x 10^3/ul. Repeat analysis for plt-f generated a zero value. A slide was prepared and the plt estimate did not agree with the plt-f result. The sample was repeated two more times for plt analysis, generating plt results of 69 x 10^3/ul and 71 x 10^3/ul. The user reported a plt result of 69 x 10^3/ul and a plt estimate of "decreased" to the lis. A corrected report was issued for the initial sample to change the plt result from a value of < 4 x 10^3/ul to a plt value of 43 x 10^3/ul. There was no known negative impact from the transfusion for the involved patient.